Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. A 5mm forceps was used with the trocar. While the forceps was being inserted, air did not leak.

Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was received with the cap separated from the sleeve; the posts and pockets were noted to be broken and cracked. A potential cause of this condition is the repeated use of eto as a sterilization agent. Single-use trocars are not to be reused, reprocessed or re-sterilized. No incident related to the reported event was observed during the batch record review. The analysis results found that the device (b) was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review. Device b additional information: batch # h9051g; expiration date: 12/2015; manufacturing date: 01/2011. The analysis results found that the device (c) was received with the cap slightly separated from the sleeve; one post and pocket were noted to be cracked. A potential cause of this condition is the repeated use of eto as a sterilization agent. Single-use trocars are not to be reused, reprocessed or re-sterilized. No incident related to the reported event was observed during the batch record review. Device c additional information: batch # h9051g; expiration date: 12/2015; manufacturing date: 01/2011.

Event description:
It was reported that during a laparoscopic procedure, air leaked with a boo sound. The event occurred after a forceps was removed from the device. The event occurred in each device. The abdominal air pressure was 10 mmhg/min and high flow. Another device was used to complete the case. There were no adverse consequences for the patient.